Manufacturer narrative:
Analysis of the catheter, model# 8596sc, sn (B)(4), found coring in the cup of the sutureless connector. Leaking of the sutureless connector was seen during pressure testing. The core pillar was able to be manipulated; possible scenario of occlusion.

Event description:
The following information was previously reported in manufacturer report # 3007566237-2015-00916: it was reported that the health care provider (hcp) has had to replace several pumps that did not last the entire 7 years. They were having issues where the reservoir volume didn¿t always match during the refills and patients would not be receiving effective therapy. Additional information received reported that several pumps had to be replaced before the elective replacement indicator (eri). No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available. New information received on (B)(6) 2015: further information was received on (B)(6) 2015. The actual residual volume (arv) was greater than the expected residual volume (erv). On (B)(6) 2014 the erv was 5ml while the arv was 27ml. The doctor was trying to wean the patient off of the drug but the patient was experiencing increased pain so they left the pump going as it was. On (B)(6)2015 the erv was 4.4ml while the arv was 29ml. No diagnostic testing, dye study or therapeutic single bolus were done. The doctor was just going to replace the pump and at that time if he could aspirate from the catheter the catheter would not be revised. The pump was to be replaced before elective replacement indicator (eri). There was no evidence of a motor stall. Pump replacement took place on (B)(6) 2015 at which time a break was found in the catheter at the pump connector. The catheter was completely explanted and replaced. The product issue was resolved. Following the replacement, the patient was doing well and receiving effective therapy. The device system delivered morphine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).